Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies where found. Occlusion test was performed and reservoir was not occluded. Reservoir failed per inspection due to reservoir was to loose to connect or release during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-58620.

Event description:
Customer reported the insulin pump alarmed no delivery during priming. Customer's blood glucose was unknown. Customer was advised she manually push insulin through tubing. Customer declined troubleshooting and stated she just wanted the device replace. Customer stated she has been having too many issues with the device. No further information reported